Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was going to the bathroom every 2 hours at night instead of every 4 hours like usual. The patient also said they do not feel the buzzing from the stimulator. The patient was unable to check on settings due to the patient programmer not powering up. No further complications reported.